Event description:
It was reported that this patient underwent an implant procedure for a cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) lead was implanted successfully and then the left ventricular (lv) lead was attempted. The patient's blood pressure dropped and the patient coded. An echocardiogram showed a pericardial effusion. A pericardiocentesis was performed and 150cc of fluid was removed. The patient's blood pressure improved; however, post-removal of the effusion the rv was observed to be compressed with a clot present and the patient was transferred to the intensive care unit (ICU). It was noted a single chamber pacemaker had been connected to the implanted rv lead to complete the procedure. When the local sales representative was at the hospital 11 days later, they were informed the patient had passed away the day of the implant procedure. The attempted lv lead was not intended to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent an implant procedure for a cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) lead was implanted successfully and then the left ventricular (lv) lead was attempted. The patient's blood pressure dropped and the patient coded. An echocardiogram showed a pericardial effusion. A pericardiocentesis was performed and 150 cc of fluid was removed. The patient's blood pressure improved; however, post-removal of the effusion the rv was observed to be compressed with a clot present and the patient was transferred to the intensive care unit (ICU). It was noted a single chamber pacemaker had been connected to the implanted rv lead to complete the procedure. When the local sales representative was at the hospital 11 days later, they were informed the patient had passed away the day of the implant procedure. The attempted lv lead was not intended to be returned. Additional information was received. A death certificate was received indicating the official cause of death was cardiac tamponade and cardiac arrest.